Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator - ICD exhibited far r-wave oversensing causing inappropriate automatic mode switch. The ICD was reprogrammed and the patient experienced no consequences.